Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was due to patient conditions. A conclusive cause for the difficult or delayed activation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to deploy the clip and that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. During clip deployment, there was difficulty as the mandrel would not release the clip. Troubleshooting was performed and the clip was able to be deployed successfully. However, after deployment the clip detached from the posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). A second clip was implanted to stabilize the slda. Two clips implanted, reducing mr to 1. No additional information was provided.